Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and has fractured on the medial side of the post feature. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be due to user error as it was incorrectly used with excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the trial broke during insertion. It was noted that a little too much force was used on insertion which ultimately broke it. Attempts to obtain additional information have been made; however, no more is available.